Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
Customer reported the device alarmed due to a data acquisition pcb adc reference failure. There was no patient harm. Patient information has been requested.

Manufacturer narrative:
The service technician confirmed the reported issue. The service technician replaced the data acquisition pcb to motor controller pcb cable to address the finding.

Event description:
Customer reported the device alarmed due to a data acquisition pcb adc reference failure. Patient information was requested; none was available.